Event description:
It was reported that patient had his artificial urinary sphincter removed due to unknown reasons. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the device was replaced as the device was no longer working due to a hole in the cuff resulting in recurring incontinence. The patient outcome was reported that the incontinence was fixed.